Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue multi-measurement module x3 had a unspecified speaker failure. A replacement speaker was requested. It is unknown if there was still sound coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported that the intellivue multi-measurement module x3 had a unspecified speaker failure. It is unknown if the device was in use on a patient at the time of the reported issue.